Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged having a CT scan that showed something on her lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged having a CT scan that showed something on her lungs. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section box b: adverse event or product problem, type of reported complaint and health impact grid (1) in box h has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged having a CT scan that showed something on her lungs. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section box b: adverse event or product problem, type of reported complaint and health impact grid (1) in box h has been updated/corrected in this report. The ventilator was returned to the manufacturer for evaluation and no visible foam particles were noted in the airpath. No repair performed due to the device not needed for inventory. The unit will be scrapped.